Event description:
A distributor reported that the pump failed to start even after attempting to use two different tandem cables for one hour each. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.